Event description:
Luigjes, j., mantione, m., van den brink, w., schuurman, p. R., van den munckhof, p., denys, d. Deep brain stimulation increases impulsivity in two patients with obsessive/compulsive disorder. Int clin psychopharmacol 2011 26:338/340 summary: deep brain stimulation (dbs) is an adjustable and reversible intervention using surgically implanted electrodes that deliver carefully controlled electrical pulses to precisely targeted brain areas. Dbs is a commonly accepted treatment for advanced parkinson's disease, but has been applied recently in patients with treatment refractory psychiatric disorders such as obsessive/compulsive disorder (ocd) and major depressive disorder (malone et al., 2009; denys et al., 2010). The novelty of the treatment requires careful observation of symptoms and possible side effects in patients. We therefore observed specific behavioural changes related to direct changes of electrical brain stimulation. Here, we report two patients with ocd where changes in voltage of bilateral stimulation in the area of the nucleus accumbens (nac) were associated with appearance and disappearance of impulsivity. Reported event: patient 1, a (B)(6) man with severe refractory ocd that commenced at the age of (B)(6), was referred for dbs in 2008. At 20 weeks post-implant, the device was gradually increased to 5.0v. Subsequently, the patient increasingly showed higher self-confidence, agitation, verbal disinhibition and aggressive behaviour. His temper would flare up very easily, he reported road rage and thoughts about inflicting pain on people who irritated him. According to his wife, he could be verbally aggressive. He acknowledged his shift towards a more aggressive, impulsive behaviour and was concerned about it. With full understanding of the patient, the voltage was reduced to 4.3 v. Subsequently, he reported a rapid decrease of impulsive aggression and a decline of self-confidence, with an increase of empathy towards friends and family. However, at the same time, his anxiety and depressive mood slightly increased. After battery replacement, the patient reported increased agitation and verbal disinhibition and requested a lowering of the voltage. The voltage was set at 3.5 v, leading to an immediate decline in aggression and impulsivity.

Manufacturer narrative:
Explanted: unk, ipg: model unk, serial# unk, implanted: unk, explanted: unk. It was not possible to match this event with a previously reported event.